Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review cannot be performed because a lot number was not provided.

Manufacturer narrative:
UDI related data quality updates only. Full UDI is unknown because the lot number was not provided.

Event description:
It was reported that while taking the blue adapter off the ett, it broke leaving a piece lodged in the tube. The patient had to be extubated and reintubated. There was patient involved but no injury was reported. It was reported that the lot numbers are unknown. The customer reported that "they had no further issues but would not consider it resolved".

Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information available from the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.